Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd ((B)(4) 2014) - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, discomfort, difficulty ambulating and metallosis. There is no additional information that would affect the MDR decision.

Event description:
Pfs and medical records received. Primary operative notes indicate that the patient's greater trochanter completely fractured off upon implanting the stem. Revision operative notes indicate that the patient was revised due to a loose cup.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no related incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.